Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a polyflux 140h, an external fluid leakage was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph and video of the sample were provided for evaluation. The visual inspection of the provided video showed the product during priming. Water dripping and bubbles in the header area was observed. Based on past investigations, the most likely cause of the leakage is a crack in the welding seam. The reported condition was verified. The cause is manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.